Event description:
Technician reported that 15 minutes into a patient treatment on a system 1000 hemodialysis device, air filled the venous drip chamber. The device subsequently alarmed, the pump shut off and the line clamp closed. It was reported that air was in the bloodline a few inches from the patient needle. The blood circuit was returned to the patient and the patient was treated on the same device with the same disposables. There was no patient injury or medical intervention associated with the incident.